Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the patient's doctor. There is a inflammation underneath the ci housing which is causing headaches and pain when pressure is applied to the ci. There is an infection present. The patient was treated with antibiotics. The patient also hears a cracking noise with the device all the time.

Manufacturer narrative:
Damage to the reference electrode likely caused by minute device mobility was determined to have led to device failure over time. The cracking noises reported by the patient likely match the damage found. Additionally, based on the information received, the patient has an inflammation on the implant site reportedly associated with local pressure pain and headache. A review of the device's sterilization records confirms that proper sterilization was applied at the time of manufacturing. This is a final report.

Event description:
According to the patient's doctor, there is a inflammation underneath the ci housing which is causing headaches and pain when pressure is applied to the ci. There is an infection present. The patient was treated with antibiotics. The patient hears a cracking noise with the device all the time. Per latest information received, after reimplantation, the inflammation issue could not be solved. However, the patient does no longer complaint about cracking noise and has reportedly good benefit from the new device.